Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. H6-component code- suggested code: mechanical (g04) - provisional bottom. Performed a visual inspection of the returned item & found it to exhibit signs of repeated use nicked / gouged and the medial side has fractured off. All pieces were returned,reference attached photographs. The device history records and receiving inspection report were reviewed for deviations and/ or anomalies with no anomalies/ deviations identified. Reported event is not related to a combination of products; therefore, a compatibility review is not applicable. Review of complaint history identified no/additional similar complaints for the reported lot. Complaints are monitored through monthly complaint review (reference (B)(4)) in order to identify potential adverse trends. Reported event did not occur in an operating room or as part of a medical procedure; medical records are not available for review. Fractured tasps were analyzed by optical microscopy revealing hackle marks and river lines in the case of bending overload; and hackle marks, river lines and striations were found in the case of low cycle fatigue culminating in a bending overload failure type. Complaint is confirmed via product review. A definitive root cause cannot be determined. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the poly trial bottom fractured during the procedure. There was no patient impact or patient harm reported.

Manufacturer narrative:
(B)(4). The product has been received by zimmerbiomet. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.